Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump usb port was damaged and the pump battery was depleting quickly resulting in the pump shutting off. Customer's continuous glucose monitor read "high", however, specific blood glucose (bg) value was not provided. Customer administered a manual insulin injection to address elevated bg. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Reportedly, customer reverted to an alternate method of insulin therapy.